Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing and review of the device data logs confirmed the reported complaint. The investigation determined that the reported event was due to device calibration failure. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf108) related to trigger pressure measurement. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. The customer was issued with a replacement main circuit board as a part of a warranty claim. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf108) related to trigger pressure measurement. The device was not in patient use when the reported event occurred.